Event description:
Additional information later reported that the patient was receiving effective therapy. The patient resumed normal function but the pump was explanted at patient¿s request. The patient was now on natural and topical analgesics.

Event description:
It was reported that the patient was in for pump refill on monday before the day of the report and the hcp noted that motor stall occurred. There was no volume discrepancy (erv: 2; arv: 2) and the hcp thought the stall could be cleared by updating pump so they proceeded to fill pump and sent the patient on their way. The patient returned to the hcp the next day reporting pump alarm and the inability to use the ptm to bolus. The pump was interrogated and again showed a motor stall. The patient also reported the pump had been alarming for a couple of weeks. Per the reporter, the patient had not had a recent MRI and it was confirmed motor stall in attention dialogue box. The patient was not experiencing any withdrawal as the patient was taking a lot of oral medications in addition to the medication from the pump. Per the reporter the pump will be replaced next week. The pump was used to deliver fentanyl, clonidine and bupivacaine. Additional information later received the same day indicated patient had a ptm that allowed 50mcg bolus of fentanyl, 5mcg clonidine, and .25mg bupivacaine and max activation of 3 boluses a day. Per the reporter the logs were read and noted a refill on 7/1 and a refill on 7/10, motor stall on (B)(6) at 15:39, recovered on (B)(6) at 10:10, (B)(6) at 20:20 motor stall, (B)(6)tube set alarm, (B)(6) pump refill occurred, (B)(6) motor stall and pump stall message again today and the pump was still alarming. There was no information as to where patient was during these motor stall. The patient wanted to hold off on pump replacement until her pump refill in september. The pump was in simple continuous. It was noted that therapy could fluctuate if pump was stalling and recovering and per the reporter the patient and physicians were aware and the patient chose to wait. Additional information later reported they wanted to silence the alarms and stop the pump as it was not going to be replaced until thursday and they didn¿t want the alarms sounding until then. The patient was also having symptoms of withdrawal that started (B)(6) 2013 but had gotten worse since the motor stalls kept occurring. The patient experienced malaise or slight discomfort at first which then turned into nausea and vomiting.

Manufacturer narrative:
Product ID: 8703w, lot# l49375, implanted: (B)(6) 1998, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).